Event description:
Reported unknown number of false positive sars results. It is unknown if the result was confirmed. Confirmation method(s) not provided. Upon troubleshooting, it was discovered that contamination contributed to the results. After decontamination, problems with results were resolved.

Manufacturer narrative:
Investigation conclusion: contamination issues resolved with decontamination recommended by technical support. Root cause: lab environment issue. Source: phone.